Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00153. The date of the event was reported as an unknown date in (B)(6) 2019. (B)(6). The device was manufactured between 15apr2019 and 16apr2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from the bladder. The device was filled with 64.5ml of 5fu in 31.5ml of 5% glucose. There was no patient involvement. No additional information is available.